Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the dvi cabling required adjustment as it was not fully seated into the receptacles. The technician secured the dvi cabling, tested the function and operation of the vividimage surgical display, confirmed it to be operating to specifications and returned the device to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure there was no image on their vividimage surgical display and only showed "dvi searching". The procedure was completed successfully following a short delay. No report of injury.